Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rhino-laryngo videoscope experienced black material sticking to the distal end several times when trying to wipe the distal end during observation. There were no reports of patient harm.